Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 14-jun-2024 three infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen and blood glucose level was 350 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.